Manufacturer narrative:
Event date is estimated. During process of this complaint information was requested for the weight and event description, but was not obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy from an unknown date. As a result the patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively . Further information was requested but not obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.